Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to fit in monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery was unable to fit in a monitor. The battery pca and cells were contaminated, causing the battery to swell and not fit in the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor contacted zoll to report that a patient's battery was unable to fit in a monitor.